Event description:
Patient presented with pain. Fluid and synovitis present at revision surgery. Insert was changed and other components left insitu.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, notification was received that: the mode of failure of the prosthesis could not be determined from the information and components provided for analysis. The evidence of wear to the bearing surfaces of the polymer insert may suggest polyethylene debris was released into the joint through articulation which may have elicited an immune response. It is likely this device failed due to an unknown combination of factors for example: surgical technique, surgical procedure, device and patient. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.